Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected. Results: the visual inspection revealed that the left side of the nasal interface that attaches to the head strap buckle is broken. No other damages were observed on the complaint device. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that the cause of the damage observed was due to the over-tightening of the head strap. The cannula is visually inspected for cracks, tears, inclusions, discolouration and deformation prior to leaving production and those that fail are rejected. Our user instructions that accompany the product illustrates the procedure for fitting the optiflow nasal cannula to a patient.

Event description:
A hospital in (B)(6) reported that an opt544 optiflow nasal cannula "came apart" when removed from the packet. This was found prior to patient use.